Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained : initial procedure name? Total laparoscopic hysterectomy the initial approach for the index surgical procedure? Laparoscopic the diagnosis and indication for the initial surgical procedure? -unknown please describe the patient consequences if any? -prolonged procedure to retrieve needle. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? -unknown was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain . -unknown was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? -yes removed during initial procedure was the procedure completed successfully? And how? -yes, laparoscopic

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on unknown date and the suturing cartridge was used. During procedure, the needle got jammed in the suturing cartridge on last pass of the needle. The surgeon cut the suture to make needle available for removal; needle was dropped into the patient during the procedure. X-ray was used to retrieve the needle laparoscopically during the initial procedure. The procedure was completed successfully.